Event description:
Prevena¿ therapy unit (vacuum unit) was inadequately providing suction during fitting in a surgical case. The surgeon stated that this has been a continuous issue. I retrieved a new prevena vacuum unit, which worked, and sequestered the faulty prevena vacuum unit to the front desk wrapped in a plastic bag.